Event description:
Additional information was received, it was reported the cause of the event was unknown. The patient noted it only happened when they were laying on their back about to get up in the morning and had only happened 3 times since implant. The patient's stimulation settings were changed on (B)(6) 2024. The patient had not reported any more vibrations coming from the ins pocket.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6) implanted: (B)(6) 2024, product type lead product ID 977a26,0 lot# serial# (B)(6) implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient is reporting that she feels stimulator "vibrating" within the ins pocket. Only has happened when she sleeps on her back in the morning when she begins to wake up. She normally sleeps on her back and does not feel it when she is going to sleep. Patient reports that this sensation has happened 3 times since implant date with the last time being last week. Patient's husband reports also feeling the ipg "vibrating" through the patient's skin and pocket. Impedance and connections were checked and all clear.